Event description:
Pump on pt in med/surg. Delivering tpn. Rn noticed screen read: current alerts: inf. Complete. Rn was unable to go to home page, although the infusion was complete. Pump remained stuck on this screen.